Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient was not able to restart the stimulator which was the circumstance that led to the lack of communication and the coupling issue. The patient called a manufacturer representative and was helped to resolve the lack of communication and coupling. The stimulator was also adjusted to perfect assistance. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was experiencing poor communication. The patient stated that they had gotten coupling, but could no longer get it to appear. The patient noted that they had used the ¿ins on¿ button to turn the ins on. They reported they last successfully charged their device about three weeks ago and they were not able to communicate with another external device. The patient also reported that they had a broken belt. They stated they still had another belt and they were able to use that one. The patient was instructed to follow-up with a healthcare professional (hcp) to address the ins not charging. No symptoms were reported. No further complications were reported. Follow-up was conducted.